Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of a massive pulmonary embolus with hypotension and left ankle fracture. The patient presented with shortness of breath and diaphoresis. He was administered anticoagulation therapy, but later became hypotensive and required additional treatment to maintain his pressure. The patient became increasingly diaphoretic. Pre-operative findings included distended right ventricle with mediastinal shift, high pulmonary artery pressure, and high central venous artery pressures. There were copious amounts of clot in the left and right main pulmonary arteries and small clots bilaterally in lungs. The patient was scheduled for a pulmonary artery embolectomy with the assistance of cardiopulmonary bypass along with inferior vena cava filter placement. Prior to the procedures the patient was given fresh frozen plasma and was connected to a cardiopulmonary bypass machine. The pulmonary artery was opened. Large saddle embolus were removed, primarily headed to the right lung. Following that, suction catheter was inserted multiple times, removing small clots. Both lungs were massaged and clots was milked out. After this was completed, attention was then turned to the right side, and identical maneuvers were undertaken. Next, the pulmonary artery was closed and tubes were placed. The patient was weaned from cardiopulmonary bypass machine. The patient's right groin was accessed using the seldinger technique. A venogram was taken and the renal arteries were identified and intravenous cholangiogram filter was deployed under direct fluoroscopic guidance. Pressure was held. Next, protamine was given. Patient was decannulated. Tubes and wires were secured. The patient was closed. The patient tolerated the procedures with no apparent injury. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and tilt. The patient became aware of the reported events approximately thirteen years and five months after the index procedure. The patient continues to experience anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation and tilt. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and tilt, approximately thirteen years and five months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was massive pulmonary embolus (pe) with hypotension. The patient had recently sustained a left ankle fracture, presented with shortness of breath and diaphoresis and was diagnosed with massive pe. Pulmonary artery embolectomy was performed via open thoracotomy. Large saddle embolus was initially removed followed by small clots, both lungs were massaged, and clot was milked out. The pulmonary artery was closed, and the patient weaned off of cardiopulmonary bypass. The filter was then placed via the right groin and after a venogram identified the renal veins, deployed under fluoroscopic guidance. The patient tolerated the procedures with no apparent injury. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.